Event description:
Additional information: it was later reported on the date of this report that in the beginning of this week the patient was hospitalized due to ¿drug abstinence crises¿ and after that the explant procedure were defined. The pump was explanted on (B)(6). It was also reported that the event started 12 months ago. Patient had pain without control, was sleepy, had vertigo. Volume discrepancy was always present, more or less 2 cc in each time for refill; cause unknown. Each time at refill it took several minutes to start the pump by computer telemetry. Following pump replacement, with the new pump patient had been fine and recovering pretty well.

Event description:
It was reported that per the healthcare provider (hcp) the pump was not working right. It was added that sometimes during refills the aspirated reservoir volume is greater and at times lesser than the expected reservoir volume; therefore per their observation ¿the pump was infusion was not regularized¿. Hcp was asking for a replacement "to meet the needs of the patient". Drug delivered via the device was morphine 10mg/ml; 1.209 mg / day. Provided pump logs indicated an empty reservoir volume alarm on (B)(6) 2013. The estimated battery life was 16 months. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4). Not meeting the needs of the patient.

Manufacturer narrative:
(B)(4).